Manufacturer narrative:
Admission for bacteremia reported under MFR #2916596-2019-01048. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 3 months. Manufacturer's investigation conclusion: a correlation between the device and the reported stroke could not be conclusively determined through this evaluation. The account reported the patient was symptomatic with an ischemic cranial stroke. The patient was given norepinephrine, with symptoms mostly resolved by (B)(6) 2019. The patient remains ongoing on vad support with no further related issues reported. Stroke is listed in the hm3 IFU as an adverse event that may be associated with the use of the hm3 lvas. The IFU outlines recommended anticoagulation therapy and inr ranges. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient was inpatient for bacteremia when he developed acute lower extremity weakness on (B)(6) 2019. This progressed to both arms as well. Although no speech or vision problems were reported patient did experience a left eyelid droop. CT scan did not reveal any acute findings. Neurology and neurosurgery were both consulted. Neurology felt the event may be an ischemic spinal infarct; neurosurgery felt it was a small ischemic cranial stroke. The patient was treated with norepinephrine to keep mean arterial pressures (maps) elevated. By (B)(6) 2019 most symptoms had resolved except some right foot weakness. Patient will undergo physical therapy to improve this. Neurology and neurosurgery both signed off. It was reported patient did have 1500 ml urinary retention during this event and a foley catheter was placed; blood pressure improved following the discovery and draining of the bladder. On (B)(6) 2019, it was reported neurology was reconsulted. Additional information received (B)(4) 2019 reported the patient continued with symptoms. On (B)(6) 2019, a myelogram was done where a 1.2 x 0.8 x 2.2 cm lesion from c7, t1 to t2 in extra medullary intradural space was identified. Per clinician, it is likely a hematoma but cannot rule out meningioma or schwannoma. Another small lesion identified, 0.2 x 0.3 x 1.5 cm midline to right posterolateral aspect of the thecal sac from t5-t6 to t7 levels with hypodense epidural space, nonspecific. Patient and family refuse surgery at this time. Patient has mild paraparesis. Left leg is almost intact but right leg worsening and urinary retention still requiring foley catheter. Inr allowed to drift up in case of hematoma. Event reported as resolved and the patient was discharged home on (B)(6) 2019. No additional information was provided.